Event description:
It was reported that; 3 minute surgical delay to get & load another implant after cage broke while being lightly impacted.

Manufacturer narrative:
Method: visual analysis; material analysis; device history review; complaint history review; risk assesment; result: the customer reported event of a posterior lumbar cage main body fracture intra-op was confirmed via visual insp and correspondence. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The submitted cage was found to have fractured in ductile overload during implantation. The observed elements were found to be consistent with what was listed on the drawing. No material or manufacturing defects were found. Conclusion: the plausible root cause of the reported event is likely due to the misaligned insertion force during cage insertion impaction. The patient's very small and collapsed disc space and hard-osteophytes bone quality are the possible contributing factors for the cage fracture during the application of cantilever force.

Event description:
It was reported that; 3 minute surgical delay to get & load another implant after cage broke while being lightly impacted